Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the electrode belt's tes were non functional.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (non functional therapy electrode) has been confirmed. Upon investigation the electrode belt failed a functionality test. The j2 connector inside of the front therapy pad was not properly soldered. The cause for the failure was isolated to the improperly soldered j2 tab. The root cause for the improper solder was an assembly error. A corrective action was issued for this error. No adverse event resulted from the non functional therapy pad.